Event description:
It was alleged by the customer that the core impaction drill overheated. The account alleged that there was more than one case that had experienced the overheating of the device, but an actual value has not yet been able to be attained. It was reported that burn injuries were received, and in one case, it was alleged that the pt required suture treatment, while the remaining cases required no medical intervention. Upon follow-up with the pts, it was too early to tell if there would be permanent scarring.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.